Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E1: initial reporter state: ehime e3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an orif surgery with a mhn long nail treating humeral shaft. It was discovered that the drill bits in question were not sharp enough when the surgeon drilled with them. The drill bits were used for drilling 2 different screw holes each, but both drill bits were not sharp enough for use. Surgery was successfully completed within a 30 minutes delay. No further information is available. This complaint involves two (2) devices. This report is for one (1) drill bit ø3.2 calibr l145 3flute w/coup. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that drill bit ø3.2 calibr l145 3flute w/coup was dull. The observed condition was consistent as an end of life indicator for the device. No other issues were identified. After a visual inspection per guidance provided in windchill document, it was determined that the reusable instrument device was dull from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed dullness of drill bit ø3.2 calibr l145 3flute w/coup would have contributed to the complained issue. There is no indication that a design or manufacturing issue has caused the complaint condition. It was determined that the reusable instrument was worn from repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: yes. Device history lot: part:03.010.100; lot:u390531; manufacturing site: werk selzach; supplier: (B)(4); release to warehouse date: 06 oct 2021; expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.